Event description:
Facility alleges that the venous bloodline had separated from the fistula needle about 15 min into dialysis treatment. Staff reported noting blood on the blanket and on the floor while taking pt's blood pressure. The blood flow rate was 400 cc/min the dialysis machine did not alalrm. Ebl: 250cc. Pt was sent later to the hosp for evaluation. Facility reported that pt has a gortex graft on the upper left arm and a 16gg fistula needle was used for treatment. Hct 31.2 one week prior to event and hct 20.2 two days following event. The event was complicated by the fact that another staff member documented that the arterial blood line had separated from the needle. It could not be definitely determined which line had become disconnected at the time the event was identified.